Event description:
The manufacturer received information alleging an error code related to the charging of the internal battery was observed. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an error code related to the charging of a ventilator's internal battery was observed. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.